Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The system history shows that the laser was verified successfully prior to and after the reported date. The root cause could not be identified conclusively. The manufacturer internal reference number is: 2017-100705

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
An ophthalmologist reported a patient with an unexpected refractive outcome requiring an enhancement post custom optimized wavefront lasik treatment. The surgeon noted, in his opinion the unexpected outcome is not technology related but poor planning on his part. No additional information is available.